Event description:
The recipient had meningitis and had a lot of ossification at the time of implantation. A compressed electrode was placed, however, a good insertion could not be achieved leaving 2 channels out of cochlea, although the doctor tried different approaches. The recipient was not using the device much due to facial stimulation. An appointment with the doctor has been scheduled for (B)(6) 2024 to evaluate further proceedings.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the information received, the device was not providing benefit to the recipient because the active electrode was not completely inserted inside the cochlea, as confirmed by diagnostic images. Consequently, the recipient experienced facial nerve stimulation likely caused by extra-cochlear stimulation following the misplacement. No further steps are planned at the moment.

Event description:
The recipient had pneumococcal meningitis prior to being implanted and had a lot of ossification at the time of implantation. A compressed electrode was placed, however, a good insertion could not be achieved leaving 2 channels out of cochlea, even though the doctor tried different approaches. The recipient was not using the device much due to facial stimulation.